Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end of the insertion section had contour sharpness. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer¿s allegation of purple and green image flashing was due to a broken charge-coupled device. For the investigation finding related to the distal end of the insertion section exhibiting contour sharpness, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope displayed a purple and green flashing image. The issue was found during a vesicule procedure that was completed with an olympus back-up device. There were no reports of patient harm.